Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating he implant was removed during the initial procedure and replaced. There was no reported patient impact.

Manufacturer narrative:
The used company (d) cartridge was returned with the opened pouch lot #32599585. Inadequate viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. The nozzle is cracked behind the parting line. The tip is split on the right side, still attached at the end of the tip. Heavy stress is also observed. The lens model/diopter was not provided. The replacement lens was indicated to be a company lens. This would be an approved combination. The viscoelastic indicated is not qualified for company cartridge use. The handpiece used was not provided. Product history records were reviewed and the documentation indicated the product met release criteria. The nozzle was cracked and the tip was split. The root cause may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. In addition, a non-qualified viscoelastic was indicated. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the cartridge broke upon injection and scratched the lens. The patient impact is unknown. Additional information has been requested.